Event description:
It was reported that the customer had high blood glucose of 482 mg/dl. The customer felt sick and was not hospitalized. It was reported that the insertion side was infected and purulence flowing out was observed. It was also stated that the infection would be showing to the doctor when the blood glucose get better. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.